Event description:
The customer's wife called to report that the insulin pump has not been delivering insulin. The caller also stated that the cannulas have been coming out bent, but the insulin pump has not alarmed no delivery. Troubleshooting was not possible at the time of the call as the customer was asleep. Advised the wife to have the customer call back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.